Event description:
It was reported that the devices (1) tsw45, (1) tr45w were used during a lap spleen. It was reported by the rep that the surgeon had skeletonized splenic hilum and inserted tsw45 to staple transect hilium. After first firing, stapler was reloaded and fired again. After releasing the tsw45 after the second firing, there was bleeding through the staple line at the midway point (around 2-3 staples). The staples appeared to be formed and the blood was pumping through. The surgeon clipped the bleeding spot with the er320 and proceeded with the case. The stapler was fired again with satisfactory hemostasis to the surgeon. There was no consequence to the pt.